Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Stent implanted on (B)(6) 2012.

Event description:
The procedure was pta and stenting to the left sfa/popliteal. The lesion was 330mm. The physician first placed s 6x200 stent into the distal sfa with no problems, and then placed a 7 x 150 protege everflex proximal and overlapping into the distal 200mm stent. Approximately 15mm of the stent overlapped into the 200mm stent. The first 90mm of protege everflex stent deployment was perfect, but the last 60mm appeared stacked on itself. This was verified by ivus. The physician then placed a 7x60 protege everflex stent proximal to the 150mm stent; overlapping into the distal 150mm stent by 10mm. This 60mm protege everflex stent by observation appeared to shorten by 20mm. The third stent was not planned for originally in the procedure, but was deployed because the 7 x 150 shortened on itself. The patient was in good condition, no injury reported. Please reference MDR 2183870-2012-00149 for the other protege everflex used in this procedure.